Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted with a pump reset by technical support, which resolved the error, allowing the sensor session to be successfully started without further issues.